Event description:
It was reported via repair work order that the stretcher was zooming too fast due to damaged csi box. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.